Event description:
A (B)(6) male patient is in spiral-z (B)(4) registry and underwent deployment of a main body and right and left iliac legs on (B)(6) 2014 for treatment of a 46mm aaa. The proximal neck was parallel in shape and had complete neck plaque/thrombus. The left iliac artery had no occlusive disease, mild calcification, and mild tortuosity. The left iliac inner diameter at the aortic bifurcation was 11 mm and the inner diameter of the left iliac at the narrowest segment along the intended delivery path was 10mm. The completion angiogram showed that the devices were patent without evidence of external compression, flow-limiting kinks, thrombus, or endoleaks. Later on the same day, the patient was showing clinical signs indicative of lower extremity ischemia. The left iliac leg was shown to have thrombosis with 100% stenosis and underwent thrombectomy (1820334-2014-00166). On (B)(6) 2014 (one day post-procedure), the patient was showing clinical signs indicative of lower extremity ischemia (1820334-2014-00168). The right iliac leg was shown to have compression with 70% stenosis and was treated with angioplasty.

Manufacturer narrative:
Event evaluation: still under investigation. This report is based on unconfirmed info submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.